Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 33 mmol/l. The customer had symptoms such as ketones and treated with manual injections. Customer's blood glucose value was unknown at the time of the call. Customer reported that the high blood glucose levels had been experienced for at least 3 days prior to call and would not go down with boluses. Customer declined to troubleshoot for high readings and requested pump replacement. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.